Event description:
It was reported that the patient was experiencing inadequate stimulation despite troubleshooting attempts. X-ray showed that the lead likely migrated. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted device was discarded.